Event description:
On 14-feb-2025, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with report # (B)(4). Stating: "da vinci tenaculum instrument 8mm malfunctioned while being opened by surgeon inside of pt. Brother wives were visualized by them after removed. Charge nurse notified. X-ray abd r/o foreign body ordered. Midas and medwatch completed." On 10-mar-2025, intuitive surgical, inc. (Isi) received another MDR stating: "davinci robot tenaculum instrument 8mm malfunctioned while being opened by surgeon inside of patient. Broken wires were visualized by them after removal. Charge nurse notified. X-ray abd r/o foreign body ordered."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for failure analysis evaluation.